Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, non-sustained rv oversensing was observed on the ventricular channel. The oversensed signals appeared to be myopotentials. The patient was asymptomatic. Provocative tests were performed but the oversensing could not be reproduced. Subsequently when the patient went back to the clinic for a follow up, no oversensing was detected. No actions were taken. The patient is in stable condition.